Event description:
The pt was implanted with a left ventricular assist device (lvad) and a right ventricular assist device (pvad rvad). It was reported by the vad coordinator that the pt developed a hematoma that required evacuation. The hospital staff removed anticoagulation for approximately three days and the pt began having occlusion alarms. They noticed an increase of fibrin and a clot in the pvad rvad, and as a result, the pt's pvad rvad was exchanged. No further issues have been reported. The pt remains ongoing.

Manufacturer narrative:
The explanted device will not be returned to the manufacturer for eval, as it was disposed of. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.